Event description:
A customer contacted beckman coulter regarding erroneously elevated digoxin (dig) results on two different pt samples that were generated by the unicel dxl 800 access instrument. Patient a: the dig result of 3.12ng/ml was obtained. The pt's original sample was re-tested for dig twice. The repeated results were : 1.54ng/ml and 1.43ng/ml. Patient b: the dig result was 3.18ng/ml. The customer ran another sample from this pt for dig and obtained result of 1.77ng/ml. The customer then re-tested the pt's original sample for dig; the repeated result was 1.77ng/ml. The erroneous dig results were not reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Investigation summary (post event): per customer, qc was within specifications prior to and after the event. The specimens were collected in serum separator tubes. No other results or assays were in question at the time of this event. A field service engineer (fse) was dispatched to the customer lab on 06/13/06. The fse verified all alignments on the instrument. The fse performed field diagnostic testing which was within specifications. The fse verified that the instrument was operating per established procedures. A clear root cause in this event has not been determined. A malfunction will be assumed for the purpose of this report.